Event description:
A customer stated that when they used excel off brand reagent strips their reading were "off the wall". Examples were 91 and 288 mg/dl. There results were taken within minutes of each other. The difference between these readings is significant and could result in a serious medical condition if acted upon. While on the phone a review of the system was conducted. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Electronic checks were attempted but the customer did not have the systems check sensor. This is being provided and follow-up with the customer will be made.